Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous part of the mid sfa. During the procedure the device was stuck with a v18 guidewire, and the stent could not be fully released. During withdrawal the stent fractured inside the vessel. Another competitor's stent was used in the fractured area. The patient was stable after the operation.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Only the distal shaft system of the complaint device was returned with the guide wire used in the intervention still located inside of the guide wire lumen. The distal stent fragment was not returned as reported. The entire handle and the proximal shaft system is missing. The technical investigation confirmed that the stent has been partially released and has fractured. The proximal shaft system has been cut off. The distal stent stopper is severely deformed. The distal end of the outer shaft has slightly flared and is located about 3.5 mm proximal to the distal stent stopper. The stent is severely deformed close to the fracture site. The length of the crimped proximal stent portion is about 126 mm. The proximal stent stopper is slightly deformed, and the x-ray marker has shifted. During the investigation, a manual stent release was attempted but was unsuccessful. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous part of the mid sfa. During the procedure the device was stuck with a v18 guidewire, and the stent could not be fully released. During withdrawal the stent fractured inside the vessel. Another competitor's stent was used in the fractured area. The patient was stable after the operation.